Event description:
Several weeks after a cardiac angio, radial artery access route, the patient experienced painful red swelling at the radial access puncture site. The patient went to the a & e department, where he was given antibiotics and then referred to dermatology. The patient did not keep the appointment as the lesion healed within the time scheduled for the appointment.